Event description:
The customer stated error code 1007, unable to process test, activated read failure had been occurring every day since mid-december on the architect analyzer. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 80 mg/dl, 310 mg/dl and 200 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Boston scientific crm received information that the health care professional (hcp) was unable to interrogate the pacemaker. Technical services (ts) was consulted and provided trouble shooting techniques to the hcp. The hcp stated they would call ts back with if still were unable to interrogate the device. No adverse patient effects were reported.

Event description:
Parent called for her son, to report a high blood glucose (bg) level and does not know why. Customer's bg ranged between 105 mg/dl - high before taking the pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional lot of architect reaction vessels (rv), list # 7c15-01, lot # 69008p100, expiration date: n/a. Upon further review, it was determined another suspect rv lot, 69008p100 was in use by the customer. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. No method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Initial information was reported by a physician to a sanofi aventis sales representative on (B) (6) 2010: a (B) (6) female consumer received an injection trial of poly-l-lactic acid (sculptra, lot# and exp date unknown) to the face on an unknown date. She developed 3 mm and adjacent 8 mm painful nodules at right piriform aperture, superficial to the buccal mucosa four days later. It was very painful to the patient. It was broken up with an 18 gauge needle and she received triamcinolone (kenalog). At the time of the report she was recovering from the event. No further relevant information reported.